Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) undersensed the patient's polymorphic ventricular fibrillation (vf) and diverted therapy.

Event description:
Guidant received information that this implantable cardioverter defibrillator (ICD) undersensed the patient's polymorphic ventricular fibrillation (vf) and diverted therapy.

Manufacturer narrative:
The device was reprogrammed to nominal, which resulted in better sensing. Additionally, a vt zone was set up to help with the undersensed events. The available information leads us to believe the device remains implanted and in-service. This event will be reopened should additional information become available. Approximately six years later this device was explanted for normal elective replacement indicator (eri). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.